Manufacturer narrative:
Block h6: imdrf device code a1502 captures the reportable event of stent positioning issue. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent positioning issue. The device was not returned for analysis as it remains implanted; therefore, a technical analysis could not be performed. However, stent positioning issue is noted within the IFU as a possible adverse event associated with the use of the device. Device history record: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the complaint device was not returned to boston scientific despite good faith efforts; therefore, product analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent positioning issue is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Risk review: a risk review was completed and confirmed that the reported event of stent positioning issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pancreatic pseudocyst during a cyst drainage procedure performed on (B)(6) 2026. During the procedure, the second flange did not deploy in the stomach. Due to the force applied while attempting to open it, the first flange became dislodged from the cyst. Continued manipulation resulted in complete stent deploying into the stomach, after which it was retrieved using forceps. An alternative technique was then used to drain the cyst. There were no patient complications reported as a result of this event, and the patient's condition was reported to have fully recovered following the procedure.